Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 12/17/2015. The fse found fluidic tubing at wm-9 (wire marker) on bsv to wbc bath hardened, and not sealing properly with signs of crusty diluent build up on and around it at the end. As there was enough length and the rest of the line was in good order, the fse cut back the line to remove the old and hardened piece, reinstalled line and no further diluent leaking was observed. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained leak of about 2 cc of diluent from the bsv of the coulter lh 500 hematology analyzer. There was no biohazard exposure to open wounds or mucous membranes. The customer was wearing a lab coat, gloves and face shield when the leak was observed. There was neither death nor injury or change to patient treatment. Patient results were not affected by the leak.